Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized in (B)(6) 2014 due to being in a coma due to high blood glucose. Customer also reported of being hospitalized in (B)(6) 2016 due to a low blood glucose that turned into high blood glucose. Customer reported that issues were due to the denial of the glucose monitoring system. Customer was requesting the glucose monitoring system and was transferred to corresponding department.